Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/12/2023 additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it was received one open sample that pertain to product code z3040h. During visual inspection of the returned sample, it was noted that the suture was noted cut in two sections. The suture pieces were examined, and the ends appear to be cut by a surgical instrument. The product code z3040h contains an absorbable suture. As the sample was received open, and the time of exposure to the environment cannot be determined.; the functional test could not be performed. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 10/12/2023 corrected information: g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * please clarify when did the issue occurred (in the package/removal from package /during passage through tissue)? Please clarify the wire broke in the shuttle a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported an animal underwent a cystotomy veterinary procedure in (B)(6) 2023 and suture was used. During the procedure, rupture of the thread 2 mm from the needle, in the shuttle: the needle (with 2 mm of thread) was separated from the thread. The device could not be used. This occurred on only 1 device. The surgery could be performed, using another device, without affecting the animal. No adverse patient consequences were reported. Additional information was requested.